Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy/allergic reaction") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1. Her menstrual cycle was normal around the time of her 2012 essure procedure, and she had no problem going about her daily life. Concurrent conditions included general anesthesia since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, 4 years 10 months after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash pruritic, fatigue ("fatigue"), migraine ("migraine headaches"), vaginal discharge ("vaginal discharge") and back pain ("back pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, fatigue, migraine, vaginal discharge and back pain outcome was unknown. The reporter considered allergy to metals, back pain, fatigue, migraine and vaginal discharge to be related to essure. The reporter commented: since the removal of the essure devices her symptoms have progressively lessened. However, she continues to experience rashes and itching, and takes medication for these symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: positive skin patch test for a nickel allergy. Most recent follow-up information incorporated above includes: on (B)(6) 2018: vaginal discharge and back pain were added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy/allergic reaction') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1. Her menstrual cycle was normal around the time of her 2012 essure procedure, and she had no problem going about her daily life. Concurrent conditions included general anesthesia since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash pruritic, fatigue ("fatigue"), migraine ("migraine headaches"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergy symptoms"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, fatigue, migraine, vaginal discharge, back pain, pelvic pain, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered allergy to metals, back pain, fatigue, genital haemorrhage, hypersensitivity, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: since the removal of the essure devices her symptoms have progressively lessened. However, she continues to experience rashes and itching, and takes medication for these symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: results: positive skin patch test for a nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy/allergic reaction') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1. Her menstrual cycle was normal around the time of her 2012 essure procedure, and she had no problem going about her daily life. Concurrent conditions included general anesthesia since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash pruritic, fatigue ("fatigue"), migraine ("migraine headaches"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergy symptoms"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, fatigue, migraine, vaginal discharge, back pain, pelvic pain, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered allergy to metals, back pain, fatigue, genital haemorrhage, hypersensitivity, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: since the removal of the essure devices her symptoms have progressively lessened. However, she continues to experience rashes and itching, and takes medication for these symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: results: positive skin patch test for a nickel allergy. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: events: pain, abnormal bleeding, allergy symptoms were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy/allergic reaction") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity. Her menstrual cycle was normal around the time of her 2012 essure procedure, and she had no problem going about her daily life. Concurrent conditions included general anesthesia on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash pruritic, fatigue ("fatigue") and migraine ("migraine headaches"). The patient was treated with surgery (removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, fatigue and migraine outcome was unknown. The reporter considered allergy to metals, fatigue and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: positive skin patch test for a nickel allergy. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.